Event description:
The day after placement, the patient went into septic shock, x-rays of the chest and abdomen showing a left pneumonia and free air under the right diaphragm. The surgical concern was that there had been perforation of an abdominal viscus, either in the course of placing the tube or as an unrelated event. Physician believes that the small amount of air probably entered the peritoneal cavity along the tube track and in the course of re-introducing the gastroscope and inflating the stomach to check tube placement, something that they would routinely do with the more rigid button types. Physician stated that "physicians placing this type of peg tube need to be aware that air may be introduced into the peritoneal cavity in the course of routine insertion, creating a situation whereby the presence of free air might be misinterpreted as perforated viscus if the patient becomes suddenly ill or unstable within 24-48 hours of insertion", as this patient did.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.